Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge was not detected on the bus. The field service engineer power-cycled the fridge and turned both keys off and on. The customer was able to recover successfully. The engineer had the customer log in and inventory the medications in the fridge to verify that the helmer fridge was functioning correctly. The engineer then tested all drawers and slides to ensure they were operating properly. Then the fse opened the top cover, checked the connections in the electronics drawer, and removed dust from under the top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary tower had a malfunction that the refrigerator was not detected on the communication bus. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.